Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin, leading to low blood glucose. The customer's blood glucose was 54 mg/dl at the time of incident. The customer also reported a hospitalization for a vehicular accident on 01/26/2016, but the customer was not driving. The customer also reported a motor error alarm occurring on the insulin pump. Troubleshooting found the insulin pump passed a displacement test and manual prime. The customer declined to return the insulin pump for analysis.